Manufacturer narrative:
Investigation pending

Event description:
Caller alleged imprecision with the inratio meter. Complaint summary: date: (B)(6) 2013. The first inratio test: inr=4.1. The second inratio test: inr=1.1 (performed 5 hours after the first test). The third inratio test: inr=1.8 (performed 10 minutes after the second test). Pt's therapeutic range is 2 - 3. Pt tested on three different fingers, using direct drop from finger. Pt applied first drop and no add'l drops within 6 seconds of finger stick. Pt stated that the inratio meter was not in correct mode when finger-stick was performed.